Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, d10, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced. The fse cleaned the touchscreen and performed a full calibration. Functional and safety checks were performed and the unit was returned to use with no issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1, for event site name: (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit showed screen frozen. There was no patient injury or harm reported.